Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.

Event description:
It was reported that undisclosed bd tuberculin syringe has foreign matter inside the packaging. The following information was provided by the initial reporter: now I seen that there is some foreign particle inside packed syringe. It¿s serious matter.